Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following: - patient's ethnicity is "hispanic/ latino". Hence, field a5a has been updated on this form. - patient's race is white. Hence, field a5b has been updated on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient with unknown ethnicity and race underwent primary breast reconstruction surgery with a 325cc mentor siltex round moderate profile on the right side, and with 300cc mentor siltex round moderate profile on the left side and experienced right side breast implant deflation, and left side breast cyst postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501655; serial number (B)(4) on the right side on (B)(6) 2019. It is unknown if the patient received replacement device on the left side at this time. This report is for the patient¿s right-sided device.